Event description:
It was reported that the inflatable penile prosthesis (ipp) needed too many pumps to inflate. A surgical procedure was performed to replace the system. There were no further patient complications.